Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the physician indicated that the ventricular capture management (vcm) measurements did not align with the manual threshold measurements. After multiple remeasurements, the physician felt that the vcm continued to incorrectly measure the lead thresholds. The vcm was programmed off and the ventricular outputs were set. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies were found.